Event description:
Patient reported pt was getting low results on their surestep meter but had a headache; a symtpom pt stated pt usually gets when testing high. In addition, the pt also stated pt thought pt's test strips were expired. Upon re-testing with new test strips, the pt stated pt got a reading on pt's meter that was consistent with pt's feelings. No harm was alleged.